Event description:
It was reported that bd unknown material leaked the following information was provided by the initial reporter; when using an indwelling needle, fluid leakage from the end of the needle is noticed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable a-eura: (B)(4), rev#: (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation: (B)(4). Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information provided.